Manufacturer narrative:
At the completion of the investigation, the clinical evaluation was able to confirm the unintended stent movement and aneurysm sac growth. The clinical evaluation was not able to confirm a type 2 endoleak based on the information received. Additionally there was evidence to reasonably support the following observations; loss of overlap and stenosis from severe angulation of implanted components. The clinical assessment was based on suboptimal medical records and suboptimal patient images. A manufacturing or design issue has not been identified or suspected based on the evaluation of the reported event. The root cause of the reported event is unknown, there is not enough information to determine the root cause of the reported event. The event devices remain implanted in the patient and were not available for further evaluation. The clinical evaluation found further evidence to reasonably suggest the following contributing factors to the reported event; significant calcification within the iliac arteries, initial graft placement, non contrasted imaging, and thrombus in the aortic neck. Devices remain implanted in the patient.

Event description:
Patient initially implanted with a bifurcated stent, a suprarenal aortic extension, and two limb extensions on (B)(6) 2011. During the initial implant an angiogram showed a remaining type 1b endoleak and a possible type 2 endoleak. The physician implanted two additional limb extensions during the initial implant to extend the seal zones in the right and left iliac arteries. A final angiogram during the initial procedure showed a minor leak at the bifurcation, the physician determined the leak was a type 2 from lumbar arteries and chose to monitor the patient. On (B)(6) 2016 a follow up computed tomography (CT) scan showed a decrease in overlap, aneurysm sac growth and a potential type 2 endoleak. A subsequent endovascular procedure has not been completed or scheduled. The patient remains in stable condition.